Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "the system shut down" (loss of power). The nurse reported the system shut down during phaco. The system was rebooted and the case was completed as planned. The following case was also completed with no further problems noted. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The customer noted there were power interruptions in the hospital on or around the date of the event. The system was then tested and met all product specifications. (B) (4). (B) (4).